Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc adapter was damaged/defective on (B)(6) 2025, the patient was administered intravenous fluids due to hypotension. Following successful cannulation, the heparin cap on the indwelling needle detached, causing blood leakage and resulting in blood loss. The family expressed dissatisfaction. The heparin cap was immediately replaced with a new one, and the patient and family were reassured.

Manufacturer narrative:
Investigation results: no abnormality is found on production process, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the prn loosening and leaking cannot be confirmed as no defective sample is received, and the use of the sample is unknown. The plant will continue to track and monitor such defects.

Event description:
No additional information.